Event description:
It was reported that the customer passed away while wearing the insulin pump due to low blood glucose. The son does not have the insulin pump, and he is not sure if the device is still on his father's body or not. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.